Event description:
It was reported to philips the device experienced therapy delivery test failure. There was no report of patient involvement. The customer requested an on-site intervention to repair the device and a part order was placed for a replacement. Proceeded with part request. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the therapy capacitor assembly. The part was replaced to resolve the noted issue. No further investigation or action is warranted.

Manufacturer narrative:
Coding updated.